Manufacturer narrative:
The angiojet spiroflex thrombectomy set was received and examined by product analysis. The entire catheter, which had broken into 2 pieces, was examined. Visual examination confirmed that the catheter was stretched and disconnected from the catheter shaft 16 inches from the tip of the catheter. The cause of this stretching and disconnection is not known.

Event description:
The site reported the following: a (B)(6) female patient with a history of severe vascular problems was being treated for a right femoral/popliteal graft stenosis. An angiojet spiroflex thrombectomy set was reported to have been advanced without problems still resistance was met at the stenosis. The catheter was then removed so the physician could perform an angioplasty. The physician noted that there was a piece of catheter ranging in length from 45-57 cm that had broken off and was retained in the patient. The physician used a snare to successfully retrieve the piece of catheter, removing all catheter material. The physician then attempted to use another spiroflex catheter but it kinked an was removed. A balloon angioplasty was then attempted, but had poor results. The procedure was reported to have ended with the patient back at baseline; however, one week later her right leg was amputated. The physician reported that the angiojet treatment, catheter fracture and snare procedure did not contribute to the need for amputation.